Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: bi40000026, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the detector/cp combo was replaced. They performed a system checkout and the system was working as intended. (B)(4). The control board and standalone xrelay were returned to the manufacture for evaluation. After visual/physical examination the reported issue was not confirmed because the parts were returned unused. (B)(4). The detector/cp combo was returned to the manufacture for evaluation and is under analysis at this time. (B)(4). The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site was unable to take an exposure using their handswitch, so they rebooted the system and then it was stuck in initializing please wait. The site then rebooted the system again and disconnected the umbilical cable. The system was powered back on disconnected and then after the connection was made, the system still stated initialing please wait and two of the scroll bars had a red x on them. Imaging was aborted causing less than an hour delay in the case. No impact on patient outcome.

Manufacturer narrative:
H3) the detector panel was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was confirmed. The detector panel was installed into a known functional system. The system was rebooted several times, 4 occurrences out of 5 power cycles errors 32 and/or 43 manifested on cp2. The system would not boot and "initializing please wait" remained on the pendant. It was installed into known good cp2 and the errors continued. Then it was installed into a known good detector with cp2 under test, and the system functioned as expected. Cp2 is good. Faulty detector panel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.